Event description:
The customer reported being hospitalized due to high blood glucose of 608mg/dl. Troubleshooting was performed. The time, date, and settings were correct. Assisted the customer to run a fixed prime test and the insulin did exit. Performed a high pressure test and passed. Instructed the customer to remove the cannula and it was bent. Reminded the customer to change the infusion set every two to three days. Advised the customer to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.